Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power on the mpu was confirmed via the submitted log file. The mobile power unit was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 256 events spanning approximately 6 days (05aug19 ¿ 12aug19 per time stamp). On (B)(6) 2019 between 10:18:59 ¿ 10:19:47, a no external power alarm was active due to a loss of ac power while connected to the mpu. The backup battery provided power to the system during these events. The no external power alarms cleared shortly after activating. Pump operation was not affected. The root cause for the no external power on the mpu was not conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the log file analysis showed that there was a captured loss of power on the mobile power unit (mpu) on (B)(6) 2019. The system continued to operate at the set speed, and was supported by the controller's backup battery until external power was restored. There were no other unusual events or notable alarms seen within the log files. The mcs device appeared to be working as intended. Patient had a v-lock connector.